Event description:
In 2008 "caller alleged discrepant results compared with the lab. Results as follows:" date, 2008. Inratio, 1.4. Lab, 2.9.

Manufacturer narrative:
In 2009. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date, 2008. Inratio, 1.4. Lab, 2.9. Mean, 2.2. Confidence limits, 1.4-3.1. Per internal procedure both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing not required at this time. Meter will be tested when it is return. As of 2009, the meter is not expected to return. No further investigation required.